Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020322, k022129, k023444, k023634, k023858, k024153, k031530, k031699, k031912, k032299, k032567, k032655, k033362, k033560, k041384, k042932, k052269, k060214, k060217, k060257, k060444, k060447, k061327, k061355, k062207, k062944, k063301, k063486, k063573, k063811, k063824, k071623, k132674, k132909, k151320, k181665, k173252, k190905, k163637, k173523, k033458, and k123266. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ nmic-306 a patient isolate (enterobacter cloacae complex) had an intermediate (high mic) result for the drug ertapenem while the e-test used as a confirmatory test was sensitive. No health impact or consequence reported. Report 5 of 5.

Manufacturer narrative:
Investigation summary: this complaint is for high mic ertapenem (etp) with enterobacter cloacae complex when using phoenix panel nmic-306 (catalog number 449292) batch number 4353531. The customer did not provide panel returns or isolates but provided phoenix generated lab reports for the investigation. The lab reports show high mic results for etp with enterobacter cloacae complex when using the complaint batch. The lab reports also note acinetobacter baumanii/calcoacitecus complex with intrinsic resistance to etp. To investigate, retention panels of the complaint batch were inoculated with in house isolate enterobacter cloacae complex enf 11061 and placed in a phoenix m50 to evaluate for etp mic results. Next, control panels of the same material but different batch were inoculated with in house isolate enterobacter cloacae complex enf 11061 and placed in a phoenix m50 to evaluate for etp mic results. At the end of the run, all panels returned the expected etp mic results. This complaint is not confirmed. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported while using the bd phoenix¿ nmic-306 a patient isolate (enterobacter cloacae complex) had an intermediate (high mic) result for the drug ertapenem while the e-test used as a confirmatory test was sensitive. No health impact or consequence reported. Report 5 of 5.